Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. An attorney.

Event description:
The medical records received on 06/11/2018 were reviewed on 07/12/2018. After review of the medical records for MDR reportability, on (B)(6) 2018 revision of left total knee arthroplasty to address pain, swelling, instability, loosening of the femoral component. Cement was depuy cement and has already been reported on (B)(4). Doi: (B)(6) 2015 (cement, tib, fib); doi: (B)(6) 2017 (insert/patella); dor: (B)(6) 2018.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.